Manufacturer narrative:
Sales office in the netherlands got aware of a (B)(6) communication about skin irritation caused palaxtreme. This material is not sold in the USA. Kulzer north america distributes a comparable product, where the indications of use are the same, however the chemistry is different. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. 10/16/2020 due to up-date issues of esubmitter and webtrader client this is a late reporting as manufacturer. The report could not be submitted early due to the technical issues until fully update. There was no danger to other patients or a public health threat due to late reporting.

Event description:
Allergy suspicion. Via (B)(6) we became aware of an allegation of allergy for palaxtreme. 3 dental technicians at 1 lab.